Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented with an atrial lead exhibiting a pacing threshold issue and decreased sensing. The lead was capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Correction: b5 and h6 - should be "(B)(6) - high capture threshold" instead of "(B)(6) - pacing problem".

Event description:
It was reported that the patient presented with an atrial lead exhibiting high capture threshold and decreased p-wave sensing. The lead was capped and replaced 13 aug 2020. The patient was in stable condition before, during, and after the procedure.